Event description:
This case was reported by a physician and described the occurrence of myeloneuropathy in a patent who received gsk denture adhesive (formulation unknown) (poligrip) for fitting of denture. The patient was wheelchair bound. On an unknown date, the patient started poligrip at one tube per week. At an unknown time after starting poligrip, the patient experienced myeloneuropathy, zinc increased and copper level low. This case was assessed as medically serious by gsk. The patent was treated with copper substitution. The patient's zinc levels remained high. Treatment with poligrip was discontinued and zinc levels returned to normal and copper substitution was stopped. At this time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 9681138-2010-00111. (Super) poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).